Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The material separation of the tip was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. It is possible the angle of the device was not co-axial to the sheath causing the tip to be caught; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery (sfa) with mild calcification. The 5.5x180mm supera self-expanding stent system (sess) was advanced and when the sess was briefly retracted back, the tip of the sess was pulled out of the sheath and became separated in the patient. Therefore, clamps were used to remove the separated tip. The procedure was continued with another supera sess. There was no clinically significant delay reported in the procedure. No additional information provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.